Manufacturer narrative:
(B)(4). Method: the returned complaint device has not been returned to the manufacturer. A fisher & paykel healthcare service engineer at our regional office in (B)(4) has visually inspected the complaint device and attempted to reset the manometer. Results: the visual inspection revealed that the manometer needle indicator is stuck at approximately 80cmh2o. When an attempt to adjust the manometer settings to zero, it could not be reset. A lot check revealed no other complaints of this nature for this lot number. Conclusion: stuck manometer needles are generally associated with neopuff units that have been dropped or impacted. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." Furthermore, the neopuff technical manual states the following: "the integrity of the system and manometer should be checked prior to first use, annual and after servicing"; "warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient."

Event description:
A distributor in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator malfunctioned. No patient consequence was reported.